Event description:
It was reported that a helical blade coupling screw was found to be slightly bent and will not fit into the helical blade correctly. There was no patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Placeholder.

Manufacturer narrative:
Manufacturing evaluation: manufacturer evaluation states there were scratches, nicks and rub marks on the surface. These are consistent with normal use in the field. The shaft has been severed at the area where it meets the cap. There are damaged and deformed areas on either side where the severance took place. There are gouges, dents and deformed areas on the end of the cap as well as on the knurl portion of the cap. All features checked pass. (B)(4)

Manufacturer narrative:
Additional narrative: product development evaluation: breakage of the helical blade coupling screw likely came about from the repeated hammering described as part of the technique (j-3900-I) guide to insert the helical blade. A review of the product design/drawing 357_377 also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The method of use rather than any design deficiency has resulted in this complaint and the device is determined to be suitable for its intended use and the complaint invalid from a design perspective. The returned device is at least 5 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and the complaint invalid with respect to design. Invalid disposition